Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got stuck with the non-boston scientific guidewire. Neither device appeared damaged. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. No issues were found during visual inspection, the device appears to be in good conditions. Microscopic inspection revealed the guidewire exit port section of the tip was deformed. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got stuck with the non-boston scientific guidewire. Neither device appeared damaged. The procedure was completed with another of the same device. There was no patient injury